Event description:
It was reported that the patient underwent a surgical procedure in which an ambicor penile prosthesis (app) was removed and replaced with a new one. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the reason for revision was malfunction of prothesis. The patient did not experience any complications. No more information available at the moment. Should additional information become available, it will be provided.